Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the clamp improperly gripping the tip plunger in the problem area of the pipetter assembly. The fse replaced the plunger clamp, tip clamp and lld spring. The instrument was inspected, tested without further problem, and returned to service.